Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. The device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. The review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. The overall 24 month product complaint trend data for the period may-19 through apr-21 was reviewed. There were no triggers identified for the review period. Communication/interviews were performed to obtain all possible information. Reference complaint # (B)(4). H3 other text : device not returned.

Event description:
It was reported that when the customer opened a new intra-aortic balloon (iab), they observed some wetness/ oiliness inside the sterile pack. Another new iab was inserted instead. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional information: added: analysis of data provided by user/third party / 4112. Pictures were provided confirming the presence of an "oily" substance in the packaging, likely to had been migrated silicone. Intra-aortic balloon catheters and some insertion kit components manufactured by maquet datascope corp. Require medical grade silicone lubricant during manufacturing, and some lubricant may also be used as a surface coating to insure smooth insertion for small french size devices. Thus, it is possible that small spots (ranging from not visible to being visually obvious) of migrated lubricant may appear between the tray and the clear tray cover. This silicone is not foreign matter, is biocompatible and does not affect or compromise sterility of the intra-aortic balloon catheters or insertion kits. The visual evaluation confirmed the presence of an "oily" substance in the packaging, likely to had been migrated silicone. However, since this device was not returned, we are unable to conclusively determine the composition of the observed substance. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that when the customer opened a new intra-aortic balloon (iab), they observed some wetness/ oiliness inside the sterile pack. Another new iab was inserted instead. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that when the customer opened a new intra-aortic balloon (iab), they observed some wetness/ oiliness inside the sterile pack. Another new iab was inserted instead. There was no patient harm or adverse event reported.